Event description:
Per report received from brazil, it was a case of a 23mm sapien 3 valve that was implanted in (B)(6) 2021 with -2ml and positioned as intended in aortic position. Approximately 2 years after the initial implant, it was detected that the patient had a considerable increase in the gradient and paravalvular reflux. A new tomography was requested and the medical team is planning to perform a post-dilation with a non-edwards bav. As per echocardiogram, it is presenting a systolic gradient maximum of 69 mmhg and average 40 mmhg, noting mild to moderate reflux, difficult to characterize between posterior paravalvular leak at the mitral-aortic junction or central reflux.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
Per report received from brazil, it was a case of a 23mm sapien 3 valve that was implanted with -2ml and positioned as intended in aortic position. Approx 2 years after the initial implant, it was detected that the patient had a considerable increase in the gradient and paravalvular leak. The patient suffers from fatigue on exertion. A post-dilation with an non-edwards bav was successfully performed. As per medical opinion, the root cause of this event was likely due to the under expansion of the valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information and engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: clinical code, device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The complaint for "increased gradients" and "paravalvular leak" were confirmed based on medical records and provided imagery. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approx 2 years after the initial implant, it was detected that the patient had a considerable increase in the gradient and paravalvular reflux", and "as per echocardiogram, it is presenting to doopler a systolic gradient maximum of 69 mmhg and average 40 mmhg, nothing mild to moderate reflux , difficult to characterize between posterior paravalvular leak at the mitral-aortic junction or central reflux." As reported, "approx 2 years after the initial implant, it was detected that the patient had a considerable increase in the gradient and paravalvular leak. The patient suffer from fatigue from exertion. A post-dilation with an non-edwards bav was successfully performed. As per medical opinion, the root cause of this event was probably due to the under expansion of the valve. As per echocardiogram, it is presenting to doopler a systolic gradient maximum of 69 mmhg and average 40 mmhg." Per imaging evaluation, the valve was under expanded. Increased gradients: it is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In the instance of a bioprosthetic valve in valve implant, an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. In this case, under expanded valve could lead to reduction in the effective orifice area (eoa), and it could obstruct the blood blow across the valve, resulting in increased gradients as reported. As such, available information suggests that procedural factors (under-expanded valve) may have contributed to the complaint event. Paravalvular leak: per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. . Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the under expanded valve could have challenged to seal the pvl skirt against the target site, leading to the paravalvular leak as reported. As such, available information suggests that procedural factors (under expanded valve) may have contributes to the complaint event.